Event description:
It was reported a patient's right ventricular (rv) lead presented with intermittent loss of capture and high pacing thresholds. Pauses were noted on the electrocardiogram (EKG) monitor. The lead was explanted and replaced in a procedure on 2 dec 2022. Post-procedure the patient was stable.

Manufacturer narrative:
The reported events of intermittent loss of capture and high pacing threshold were not confirmed. As received, a complete lead was returned in two pieces for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.